Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they could not feel stimulation and they were not getting much symptom control. The patient was implanted the day prior to the call. During the call, it was confirmed that therapy was off. It was noted the patient tried several times to increase stimulation and synchronize, but got the ¿poor communication¿ screen. The patient eventually left stimulation on program 1 at 3.5v. Later, around (B)(6) 2016, the patient experienced bowel issues ¿off and on.¿ it was stated there had been 3-4 times where the patient ¿messed¿ herself and this was indicated to be a sudden change in therapy/symptoms. No falls or traumas were related to the issue.

Event description:
On (B)(6) 2016 the patient reported that they wanted to switch programs because they have not had therapeutic effect since implant on (B)(6) 2016. Once the batteries were changed in the patient programmer (pp) the patient was able to switch to program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.